Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/15/2025, a sales representative reported via email that an ar-1588btb-2j tightrope ii btb encountered an issue during the internal passing of the suture during the completion step for #3. The suture did not work, bunched up, and locked up. The wire broke, and the completion suture could not be spliced through the tight rope device, making it unusable. This was discovered during a btb acl procedure on (B)(6) 2025. Additional information has been requested.

Event description:
Additional information received: this issue occurred on the back table; nothing broke in the patient. The case was completed using another implant. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.